Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl which was treated with manual injections. Customer reported that the insulin pump was not working, stated that there might be something that goes loose on the insulin pump that may have triggered it not to deliver insulin. Customer also stated that insulin was not exited during fill tubing process. Customer stated that they tried delivering bolus while infusion set was in the glass to check if insulin was coming out, but out of 25 unit bolus only tiny amount was came out. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was inactive at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black on (B)(6). 2021 the customer alleged possible under delivery anomaly and high bg's. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0870 inches. No under delivery anomaly noted. No loose or detached retainer noted. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses delivered on the event date listed in the formatted history file. (B)(6). 2021 06:56:02.000 normalbolusdelivered normalbolusamountprogrammed = 15.1 bolusamountdelivered = 15.1 (B)(6). 2021 07:45:28.000 normalbolusdelivered normalbolusamountprogrammed = 6.1 bolusamountdelivered = 6.1 (B)(6). 2021 09:17:50.000 normalbolusdelivered normalbolusamountprogrammed = 25 bolusamountdelivered = 25 (B)(6). 2021 14:13:27.000 normalbolusdelivered normalbolusamountprogrammed = 6 bolusamountdelivered = 6 there was no auto suspend alarm noted on the event date. There was a user suspend noted on the event date (B)(6). 2021 at 14:00:30.000. The pump passed the functional testing. Unable to confirm alleged high bg's. Customer alleged for possible under delivery anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.